Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Lot no.: unknown quantity: multiple (at present, 1 has been brought to us) [inquiries] report of defective product (details) a patient who was switched from microfine plus to microfine pro reported that no solution came out during testing. When using the microfine plus, they said that the solution did not come out at a frequency of 1 out of 50 times, but after changing to microfine pro, they said that the solution did not come out at a frequency of 1 out of 5 times, or the inner side of the needle broke. This time they brought 1 unit of the product to the pharmacy. The lot number is not known.